Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-01734 and 2134265-2016-01737. It was reported that an automatic pullback failure occurred. During a procedure, an ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and unknown sled to view the lesion. However, the polaris software was freezing up multiple times and crashed during an automatic pullback procedure. Manual pullback was performed. The issue was resolved by replacing the imaging and acquisition processor. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the product received in good condition. No malware was detected on the units. The returned product was installed into a known good ilab 3.0 lme/lmr system. The units passed polaris basic functions. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2016-01734 and 2134265-2016-01737. It was reported that an automatic pullback failure occurred. During a procedure, an ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and unknown sled to view the lesion. However, the polaris software was freezing up multiple times and crashed during an automatic pullback procedure. Manual pullback was performed. The issue was resolved by replacing the imaging and acquisition processor. No patient complications reported.